Event description:
While on telemetry, the pt was found unconscious and in cardiac arrest. Visible or audible alarms not noted at the telemetry system's central station. The telemetry system's central station was under observation by a monitor technician. When a code was called and the pt was disconnected from the telemetry pack and connected to an external ECG display, the initial rhythm wa thought by the medical staff to be ventricular tachycardia or asystole. Resuscitation was not successful. Prior to the event, the pt-specific parameters set on the telemetry system on arrhythmia detection, as will as visible and audible alarms, included: ventricular tachycardia - rate 165 bpm and sever bradycardia - rate 45 bpm. Several days after the event, an attempt was made by the hospital and the manufacturer to retrieve the telemetry system's waveform and event reports for this pt's event. The records for this pt were no longer stored in the telemetry system's memory. Several days after the event, the telemetry system was tested by the hospital bioengineer. Using a simulator test of sinus rhythm at rate of 30 bpm, the telemetry central station did produce auditory and visual alarms for a "severe bradycardia" event.